Event description:
It was reported to ventec that the device's tidal volume levels were zero. There was patient involvement associated with the reported event. The initial reporter advised ventec that the patient would experience moments of not being able to get a breath. She also advised that the patient has had to be "taken off and bagged" (i.e. Manual ventilation). There were no reports of patient harm because of the reported issue, however, medical intervention was necessary to prevent permanent impairment/damage to the patient. Ventec has made multiple attempts to contact the initial reporter in order to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002: section b1, adverse event/product problem, of the initial medwatch report stated: product problem. Section b1, adverse event/product problem, of the initial medwatch report should have stated: adverse event and product problem. Section b2, outcomes attributed to ae, of the initial medwatch report stated: blank. Section b2, outcomes attributed to ae, of the initial medwatch report should have stated: required intervention. Section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec: "pt is trached. Uses an active circuit. During the day they deflate the cuff. During daytime use they consistently get readings of zero tidal volumes causing minute ventilation alarms to go off. I reviewed the dl data with erin (bdm). You can see when they deflate the trach we go from zero leak to leaks in the 50s and the vol no longer reads. If the leak decreases into the 30s we start getting vol although less than with no leak. They say he is a very active talker when his cuff is down and I feel this is likely related to this occurring. Also ps is 10 and I think when the leak is added this ps may need to be increased slightly to compensate the leak. They have leak compensation off at the insistence of the md". There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec made multiple attempts to receive patient information, however, the customer has not responded to those attempts. No further details about the patient or the event were provided. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the device's tidal volume levels were zero during patient use. There was patient involvement associated with the reported event. The initial reporter advised ventec that the patient would experience moments of not being able to get a breath. She also advised that the patient has had to be ¿taken off and bagged¿ (i.e. Manual ventilation). There were no reports of patient harm because of the reported issue, however, medical intervention was necessary to prevent permanent impairment/damage to the patient. Ventec has made multiple attempts to contact the initial reporter in order to obtain additional information about the patient, but no response has been received. Section b6, relevant test/laboratory data, of the initial medwatch report stated: blank. Section b6, relevant test/laboratory data, of the initial medwatch report should have stated: ni. Section b7, other relevant history, of the initial medwatch report stated: blank. Section b7, other relevant history, of the initial medwatch report should have stated: ni. Section h1, type of reportable event, of the initial medwatch report stated: malfunction. Section h1, type of reportable event, of the initial medwatch report should have stated: serious injury. Section h6, health effect ¿ impact code, of the initial medwatch report stated: f26 (no health consequences or impact). Section h6, health effect ¿ impact code, of the initial medwatch report should have stated: f12 (serious injury/illness/impairment) and f23 (unexpected medical intervention). Section h6, investigation conclusions, of the initial medwatch report stated: d16 (conclusions not yet available). Section h6, investigation conclusions, of the initial medwatch report should have stated: d15 (cause not established). Section h11, additional mfg narrative, of the initial medwatch report stated: h6: the device was not returned to ventec for evaluation. The cause for the reported issue could not be determined. Ventec made multiple attempts to receive patient and product information, however, the customer has not responded. Should ventec receive additional information, a supplemental report will be submitted accordingly. Section h11, additional mfg narrative, of the initial medwatch report should have stated: h6: ventec has made multiple unsuccessful attempts to contact the initial reporter, asking if the device will be returned to ventec for an evaluation. The reporter has not responded to these requests. In the event that additional information is provided, ventec will submit a follow-up report as defined by 21 cfr 803.56. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. Section h11, additional mfg narrative, of supplemental medwatch report 001 stated: h6: ventec has made multiple unsuccessful attempts to contact the customer who reported the issues, asking whether the device will be returned to ventec for evaluation. The reporter has not responded to these requests. In the event that additional information is provided, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. Section h11, additional mfg narrative, of supplemental medwatch report 001 should have stated: h6: ventec made a final attempt to contact the initial reporter to ask if the device will be returned to ventec for an evaluation. That final attempt (email) was returned undeliverable, indicating that the initial reporter is no longer at the facility. In the event that the device is returned for an evaluation, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The cause for the reported issue could not be determined. Ventec made multiple attempts to receive patient information, however, the customer has not responded. Should ventec receive additional information, a supplemental report will be submitted accordingly.

Event description:
It was reported to ventec: "pt is trached. Uses an active circuit. During the day they deflate the cuff. During daytime use they consistently get readings of zero tidal volumes causing minute ventilation alarms to go off. I reviewed the dl data with erin (bdm). You can see when they deflate the trach we go from zero leak to leaks in the 50s and the vol no longer reads. If the leak decreases into the 30s we start getting vol although less than with no leak. They say he is a very active talker when his cuff is down and I feel this is likely related to this occurring. Also ps is 10 and I think when the leak is added this ps may need to be increased slightly to compensate the leak. They have leak compensation off at the insistence of the md". There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec made multiple attempts to receive patient information, however, the customer has not responded to those attempts. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: ventec has made multiple unsuccessful attempts to contact the customer who reported the issues, asking whether the device will be returned to ventec for evaluation. The reporter has not responded to these requests. In the event that additional information is provided, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.